Event description:
A malfunction was reported on the pump by a distributor in ireland, with no notable events occurring before the issue. There was no adverse impact on the customer's blood glucose level. The customer received information from technical support on how to reset the pump, and with guidance, successfully reset it without the malfunction recurring. The customer was advised to continue using the pump and to reach out again if the issue reappeared.